Manufacturer narrative:
The user facility's biomedical engineer (biomed) destroyed the small display troubleshooting, therefore, no return.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the [start/stop] button does not work on small display of the roller pump. The device was not changed out, as they controlled the pump using central control monitor (ccm). The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.